Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist connected to the station and found that another user was already using it. The tss reviewed the incident prior to dialing in. Then followed up with customer about downtime for an hour to investigate but no response was received even after multiple attempts. So tss proceeded to close the case after monitoring for 3 days with no further issues reported by the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es application was extremely slow and would sometimes time out during login. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.